Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the imaging/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip xtw was inserted and inserted and placed on the valve. However, while the second establishing final arm angle (efaa) check, it was observed that the clip continuously opened from 10 degrees to roughly 45 degrees. Troubleshooting was performed, and the clip was reclosed. However, upon deployment, the clip continuously opened from 10 degrees to 45 degrees. It was noted the clip remained stable on the leaflets. To stabilize the clip, an additional clip was deployed laterally and adjacent to the first clip, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.